Event description:
It is reported by patient's counsel that patient had fractured her femur and a periarticular plate was implanted in 2006. Post-op, the patient experienced pain. Six months later, x-rays revealed that the plate had fractured. The patient was revised on the same month.

Manufacturer narrative:
Evaluation summary: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information substantive be received, the complaint will be reopened. Zimmer considers the investigation closed. Evaluation codes: no product or x-rays were returned for evaluation. Device history records indicate device manufactured to specification.